Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the issue of a broken display was not duplicated , so the original complaint issue was not able to be confirmed. Unit was found to have saturated sieve beds. Fields were updated accordingly

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.